Event description:
Our hospital is experiencing system failure: supercap post with the medfusion 4000 syringe infusion pumps. There have been 10 pumps that have failed recently. The failed component is the c11 capacitor on the main board which renders the equipment inoperable. The capacitor has to be replaced in order to fix the problem and to be able to continue use of the device.